Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would only boot-up intermittently.  The customer would attempt to power the device on and could hear tones associated with power on, however the display would remain blank. There was no patient use associated with the reported event.